Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have tried emailing and calling for months to contact byte. The aligners have caused them thousands of dollars in damage to their mouth. They cannot complete the aligner treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.